Event description:
Event: migration of endograft. Case details: it was reported that the endograft had migrate 3-4cm from the renal arteries. The patient will be scheduled for open repair surgery. The aneurysm has shrunk in size and no endoleak was observed. The patient is doing fine. No additional information was available.